Event description:
Per operation room nurse - "non-conforming product with medtrinic kyphopak express tray first fracture. Balloon did not deflate properly while in the vertebrae. As a result, an additional trocar was used to pop the balloon so it could be removed.